Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii gastrointestinal videoscope] was returned as part of the asset return process. During routine/annual inspection of the device by olympus, it found the air/water cylinder and tube had foreign objects attached. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and in addition to the reported in b5, the device evaluation found the following: the suction cylinder had no color, the switch box had a scratch, the plug unit had a scratch, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the objective lens had a scratch, and the light guide lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.